Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and that a corrected report was issued. There is no sample or reagent left for investigation. The customer believes this may have been a user error or an incorrect patient sample. The customer is not willing to provide any additional information.

Event description:
The customer reported a false negative hcg result. A patient was in the ER for monitoring of an ectopic pregnancy when the test came back negative. The patient returned for continued issues and found to still be pregnant. The customer stated that the treatment for an ectopic pregnancy was delayed.